Event description:
It was reported that insulin leaked during a pump refill because the infusion set connector was attached to the cartridge outside the ilet, and guidance was provided on proper cartridge connection and on allowing the pump to dry and verifying dryness with a swab before use. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and trainer and analysis of information they provided. Investigation of this case revealed a usage problem with an improper or incorrect procedure, with no device problem found and the involved component identified as the infusion set and connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.